Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 16nov2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 07/sep/2017 and inspection of the unit was performed on 12/sep/2017 where the quality control inspector found the following: bending rubber pinhole. Forward body trim collar attaching nut worn/ loose thread. Right /left angulation knob play. Up/ down angulation knob play. Distal cap missing silicone. Failed wet leak test. Umbilical cable dent. Failed dry leak test. Customer complaint confirmed. Segment compressed. Umbilical cable single buckled under pve root brace. Umbilical cable single mild discoloration. Insertion tube mild crush at stage 2. Bending rubber leak at middle section. Control body mild corrosion inside. Leak at insertion tube stage 1. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs include the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 22/sep/2017. Parts replaced: o-rings and seals, bending rubber, fwd body trim cover attaching nut, distal case/cap, air/water tube, deflector operating wire, operation channel, adjusting collar, bending rubber, segment attaching screw, distal case/cap, insertion flexible tube, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, rl pulley assy, ud pulley assy.